Event description:
It was reported that the pt had a problem with her pump. The pt experienced withdrawal with flu-like symptoms and an increase in her pain level. No audible pump alarms and no reservoir discrepancies were reported. The pump was programmed deliver 15 mg/ml morphine at 2.65 mg/day. The health care professional increased the daily dose to 2.95 mg/day. It was later reported that the pt's withdrawal symptoms did not resolve. A catheter dye study was performed and resulted in no aspiration of the drug or cerebral spinal fluid. The pump system was reported to be functioning properly. The hcp determined that a catheter revision was necessary, but had not yet scheduled the surgery. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.